Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: no suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: "while suturing, rupture in the sutures occurred (suture rupture during the suturing and knotting).¿

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, while suturing, the suture ruptured during the suturing and knotting. There were no adverse patient consequences reported. No additional information was provided.